Event description:
During the surgery, the surgical technologist used her gloved fingers to wipe over the esu [electrical surgical unit] insulated blade to clean off debris on the blade. She stated she did not put much pressure on it, and the clear plastic insulated shield easily came off. This did not negatively impact our case as she was able to safely keep the small plastic piece off to the side and away from the patient, however it was concerning to see how easily the part came off, and it could have gotten lost inside a patient.